Event description:
Ous MDR - on (B)(6) 2013, the rv impedance and threshold values were 1015 ohm and 1.1/0.5 v respectively. The next fu was performed on (B)(6) 2013, the rv lead impedance and threshold measurements were: 1491 ohm and 1.9/0.5 v. It was decided to keep follow the rv lead measurements until the next fu. On (B)(6) 2014, this patient arrived to the clinic and had vf episodes recorded with 3 inappropriate shock. The rv impedance and threshold measurements were 1654 ohm and 5.0/0.5 v respectively. The patient was hospitalized and on the next day had this lead explanted.

Manufacturer narrative:
On (B)(6) 2015 - it is not clear if this lead was explanted or capped. No explant date was given and the event states "rv addition and device replacement". The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.